Event description:
Left femoral artery approach. Patient had multiple heart bypass surgery and renal bypass surgery. Artery very stenotic. Using another co's. 035" "j" wire with no introducer sheath. Upon ending the case, removed catheter with wire. As going through the groin tip separated. Was able to retreive piece patient fine.